Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated left ventricular (lv) lead exhibited a high, out-of-range pacing impedance measurement. An alert was issued in the remote monitoring system for this value. However, when reviewing the data, the out-of-range measurement was not displayed. Technical services discussed the 21 hour testing, and a new patient initiated interrogation could be performed the next day to see the exact value. It was noted the lv pacing impedance measurements had been trending upwards and the alert would have been issued due to a value that was greater than 2000 ohms. No adverse patient effects were reported. The device and lead remain implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated left ventricular (lv) lead exhibited a high, out-of-range pacing impedance measurement. An alert was issued in the remote monitoring system for this value. However, when reviewing the data, the out-of-range measurement was not displayed. Technical services discussed the 21 hour testing, and a new patient initiated interrogation could be performed the next day to see the exact value. It was noted the lv pacing impedance measurements had been trending upwards and the alert would have been issued due to a value that was greater than 2000 ohms. No adverse patient effects were reported. The device and lead remain implanted and in service.